Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant indicated that the device was brought to the biomed facility for evaluation after a possible patient event, although it cannot be confirmed that the device was in use on a patient.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.